Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to lead migration. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Additional information indicated that a surgical intervention occurred wherein the system was explanted.